Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Study event. Device malfunction: none. Symptoms/ae: pseudoaneurysm. Time of symptoms/ae: after the procedure. It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the right groin access site after an uneventful left internal carotid artery procedure. The following day, a 3.5 cm pseudoaneurysm was diagnosed at the access site. Reportedly, it was treated with a thrombin injection with good results; the pseudoaneurysm thrombosed immediately. The patient was discharged to home the following day. Though requested, no additional information was available.